Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analysis revealed no anomalies. It was noted that the set screw was damaged.

Event description:
It was reported that during the implant attempt, the physician was unable to connect the lead to the device as the setscrew would not move when turned. The device was not used, and another device was implanted. No patient complications have been reported as a result of this event.